Event description:
It was reported that the microraptor regenesorb suture anchor broke inside the patient. All pieces were removed from the patient. Nor significant delay or patient injury was reported.

Manufacturer narrative:
One 72204983 microraptor regenesorb suture anchor device reported on. Due to product unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Final product met predetermined specifications upon release to distribution.